Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the devices were tested prior to insertion and were found to function normally. However, once inserted into the patient they were unable to retrieve stones. Upon examination of the device, the basket would advance approximately 2 mm but there was no basket. The wires appeared to be frayed. A second zero tip nitinol basket was used and the same event occurred. It was reported that the physician did not feel that any device fragments were left inside the patient. The procedure was successfully completed using a third zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
Please note: this report pertains to the first of two devices. Ref: 3005099803-2010-04094. It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the devices were tested prior to insertion and were found to function normally. However, once inserted into the patient they were unable to retrieve stones. Upon examination of the device, the basket would advance approximately 2 mm but there was no basket. The wires appeared to be frayed. A second zero tip nitinol basket was used and the same event occurred. It was reported that the physician did not feel that any device fragments were left inside the patient. The procedure was successfully completed using a third zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The territory manager confirmed that the physician cut away the sheath in an attempt to locate the basket. A detailed device analysis of the returned zero tip nitinol retrieval basket revealed the basket was still attached to the pull wire, but was not visible. The pull wire was fully intact. The outer sheath was torn apart and the sheath braiding was exposed for approximately 2.2cm from the proximal side of the break. The silver section was stretched to approximately 5.375. Only 2mm of the distal green section of the outer sheath was present. The braiding was exposed on the 4.3cm on the distal end of the outer sheath the green polyamide was missing except for 2mm located 4.3cm from the distal tip. The distal end of the sheath had experienced significant stretching and was frayed. The handle cannula was visible through the handle and appeared to be in place. The outer sheath was noted to be stretched, kinked, and bent. This is typical in these cases as the clinicians attempt to locate the assumed detached basket in the device. A functional evaluation was performed. The handle would actuate and the drive wire would pass through the luer, but the detached section of the outer sheath would remain attached to the drive wire. When the torn area was held together while actuating, the silver section would get longer and shorter to indicate something was bound in the distal are of the outer extrusion. The handle cannula was bent slightly approximately 6cm from the proximal end. The basket was determined to be inside the outer sheath, and it was removed from the side of the mangled outer sheath. The basket and all of the basket wires were present and attached. No issues were identified with the basket. The most probable root cause for this event is determined to be operational context. It is also noted that the event of basket not opening and sheath kinked are not medwatch reportable conditions.